Manufacturer narrative:
(B)(4). Insulin pump received with stuck motor error alarm loop during bolus delivery due to encoder signal out of phase the motor was tested outside the device and passed. Motor may have had an intermittent failure that was not detected during testing.

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm. Customer also stated they were able to rewind insulin pump. The drive support cap was normal. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.